Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens but didn't like the way the lens looked. The lens was partially inserted and was removed with no pt injury, no incision enlargement or sutures. Another same model lens was implanted. The reporter stated the event was due to the lens not having been loaded correctly.

Manufacturer narrative:
(B)(4) - didn't like how lens looked.